Manufacturer narrative:
The reported event could not be confirmed since the device was returned but medical records and the x-rays are needed in this case for event confirmation. The device inspection revealed the following: the u blade set was received, and one leg of the u blade is found deformed outwards. The over stretched leg of the u-blade gives the impression that it has not sit properly in the threaded groove of the lag screw but to confirm it absolutely that it happened during surgery, immediate post -operative x-ray is needed. Furthermore, the set screw impression for adequate fixation of the lag screw is missing in the lag screw groove, there is no indication that the set screw was tightened in the groove after the insertion. Although, there is an impression on the edge of the groove of the lag screw which shows that the set screw was most likely tightened at the edge of the groove and not at the bottom as required. This is also further confirmed by the impression on the tip of the set screw where there is a strong deformation at one side of the set screw while the top surface has no visible mark. We tried to assemble the returned set screw, nail and lag screw, and found that the set screw could be fixed in the groove of the lag screw. Also, the set screw leaves a mark of tightening in the groove. It was tried two times and on both occasions the set screw left an impression in the groove. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, it could not be excluded that the set screw was most likely tightened at the edge of the groove and not at the bottom as required as per operative technique which could lead to the loosening of the lag screw. But to confirm the event and other observations like deformation of u blade and explore probabilities of patient related or clinical factors , medical records such as x-rays are needed which are not available at this time. If more information is provided, the case will be reassessed.

Event description:
As reported: "primary surgery with gamma3 nail and u-lag screw was performed on (B)(6) 2022. On (B)(6) 2025, when the patient visited the hospital with an irregular heartbeat, lag screw cut-out was observed. On (B)(6) 2025, the revision surgery was performed for removing u-lag screw."

Event description:
As reported: "primary surgery with gamma3 nail and u-lag screw was performed on (B)(6) 2022. On (B)(6) 2025, when the patient visited the hospital with an irregular heartbeat, lag screw cut-out was observed. On (B)(6) 2025, the revision surgery was performed for removing u-lag screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.